Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they received a power on reset (por) message with a ! Sign. Additional information received reported that the patient was going to go to the hospital to have the device reset. No further complications were reported/anticipated.